Manufacturer narrative:
Inspected one random partial opened/used sensor and unable to confirm insertion/needle complaint due to customer return sensor no needles. Then made a visual inspection and found the sensor bent and stuck in the liner at the sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm adhesive anomaly due to sensor was returned opened/used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the needle of sensor was broken. The customer stated that the sensor or introducer needle was not fractured while in the body. No harm requiring medical intervention was reported. The sensor will be returned for analysis.